Event description:
A customer reported that their AED will not power on. The customer stated that the active status indicator is not turning on for the unit. They have changed the 9 v battery in both units and reinserted the battery pack. Still nothing.they reported that this did not occur during patient use.

Manufacturer narrative:
A customer reported that their AED will not power on. The customer stated that the active status indicator is not turning on for the unit. They have changed the 9 v battery in both units and reinserted the battery pack. Still nothing. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.